Event description:
Metal part shaft stabbed my tongue [tongue injury] , brush head detached and the metal pin was sticking out- oral b power care [device breakage]. Case narrative: consumer via phone stated that while brushing the brush head detached and the metal pin was sticking out and stabbed tongue. No serious injury was reported.

Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of product return.